Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) wanted to page a local company representative (rep) to check the pump because they thought the pump wasn't working. The patient came to the hospital with pain so they checked their blood and it was negative for opioids. Technical services reviewed that intrathecal medication delivery doesn't always show up in bloodwork. The hcp still wanted a rep to come check the pump and stated that the pump was not alarming and that the patient recently had a refill.